Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and getting treated with insulin drip. The customer's blood glucose was unknown at the time of incident. The customer reported that they received readings from the sensor of 350 mg/dl and 400 mg/dl value. The customer also mentioned if that the insulin pump was accurately delivering insulin with auto mode. The insulin pump will be returned for analysis.